Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up where angiogram revealed a type ia endoleak, a type ii endoleak and an occluded left iliac limb. The physician elected to re-intervene by performing a partial explant. The left collar and suprarenal portion of the ovation main body was left in place. The rest of the main body and the right iliac limb were removed. Physician sewed in a graft below the left renal and attached it to the right common iliac. The occluded left limb was left in place as to not disturb the graft and send debris down the left iliac system. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of relevant medical information and imaging studies. There were no reports of additional negative patient sequelae. Patent lumbar arteries and inferior mesenteric arteries are a cautionary product use condition and were the cause of the type ii endoleak (non-device issue). A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)